Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the front therapy electrode pad. The area was described as foul smelling with cuts and bleeding. The patient ended use of the lifevest. Multiple attempts to follow up with the patient on the condition of the skin irritation was unsuccessful. It is unknown if the patient sought medical attention. The final medical outcome of the irritation is unknown.